Manufacturer narrative:
Patient weight not available. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the ratcheting straight handle broke apart. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay. A system checkout was performed and found that the ratcheting straight handle was replaced. A system checkout was successfully performed.

Manufacturer narrative:
Correction: patient identifier provided. If information is provided in the future, a supplemental report will be issued.